Manufacturer narrative:
The investigation determined that lower than expected vitros valproic acid (valp) results were obtained from a single level of non-vitros biorad level 3 multiqual unassayed controls, lot 45860 on a vitros xt7600 system. The assignable cause of the event could not be determined. Based on historical quality control results, a performance issue with vitros valp reagent lot 2511-29-8692 could not be ruled out as contributing to the event. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros valp reagent lot 2511-29-8692. Improper reagent storage could not be ruled out as a contributing factor. The customer stated they have had issues with their refrigerators and have been moving reagents between refrigerators. It is possible that suboptimal temperature storage is potentially the source of imprecision, however, this could not be confirmed. It is possible that improper fluid handling protocol contributed to the event. The customer stated that some of the events where lower than expected vitros valp results were obtained were resolved by adding additional control fluid to the same sample cup and retesting the control fluid. It is possible the biorad controls were cold and were not allowed to equilibrate to analyzer temperature, which is recommended by ortho. The repeat acceptable test results were obtained from control fluids that had potentially equilibrated to analyzer temperature, although this could not be confirmed. An instrument related performance issue did not likely contribute to the event as a diagnostic within-run vitros gent precision test was within acceptable guidelines indicating the vitros xt7600 system was performing as intended. (B)(4).

Event description:
The customer obtained lower than expected vitros valproic acid (valp) results from a single level of non-vitros biorad level 3 multiqual unassayed controls, lot 45860 on a vitros xt7600 system. Biorad level 3 vitros valp results of 83.3, 73.6, 73.5, 82.5 and 72.4 ug/ml vs. The baseline mean result of 105.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The results were obtained from non-patient quality control fluids. There was no report of affected patient results and there was no allegation of patient harm. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).